Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). On receipt of the device the memory log was downloaded. There were no log entries recorded in the memory log. The pad clock was failing to increment and displayed a nonsensical time and date. This would indicate a real time clock error. Investigation found the reported fault can be attributed to a bt1 coin cell fault. The coin cell voltage was measured and found to be low. This caused the real time time clock error and resulted in the absence of the green status led. The device was failing to record power ups therefore the reported fault of the device switching on automatically could not be verified as no information could be successfully obtained regarding the previous history. The device passed final test before dispatch and would indicate the coin cell fault occurred after leaving heartsine. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.